Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-02151 and 3005099803-2018-02152 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy with laser stone fragmentation procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an ems laserclast 20 watt console. The total energy used during the procedure was 52.18 joules with a duration of 1 hour and 18 minutes. According to the complainant, during the procedure, after 45 minutes of use with laser settings of 1.0 joules x 10 hertz, 1.5 joules x 8 hertz, and 2.5 joules x 8 hertz, the power on the laser fiber seemed to drop and it was not breaking the stone. It was noted that the connector was hot. Another laser fiber was used and the connector became very hot after 10 minutes of use with laser settings of 3.0 joules and 5 hertz. Reportedly, there was no user burn as a result of overheated connectors. The procedure was completed using the same laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.